Event description:
It was reported that this lead was an attempted implant due to electrode end damage, helix issues were exhibited, and once removed, the electrode end was found to be damaged. The intended position for this lead was left bundle branch location, which is considered off label. Another lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Helix mechanism test failed due to the helix being deformed-stretched. Helix deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this lead was an attempted implant due to electrode end damage, helix issues were exhibited, and once removed, the electrode end was found to be damaged. The intended position for this lead was left bundle branch location, which is considered off label. Another lead was implanted. No adverse patient effects were reported.